Event description:
It was originally reported that the ventilator shutdown while on the pt. Add'l info received from the reporter revealed that the attending nurse heard the shutdown alarm sound and she saw that the waveform screen was frozen on the ventilator. However, it was unable to be verified if the ventilator actually shutdown or not. The pt was manually ventilated during transfer to a second ventilator. No permanent pt injury was reported.

Manufacturer narrative:
(B)(4).